Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31743971l and no internal actions related to the complaint were found during the review. It was confirmed that a total of 34 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that procedural act during procedure was of 323 seconds, 300 seconds, 298 seconds, 327 seconds. Per the instructions for use (IFU), it shall be confirmed an act = 350 seconds prior to ablation with the catheter and check every 15-30 minutes while the catheter is in the left atrium. Failure to maintain appropriate anticoagulation levels may increase the risk for thromboembolic events. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a paroxysmal atrial fribrilation (paf) ablation procedure with a varipulse catheter and the patient experienced cerebrovascular accident (cva). The neurological impairment event was symptomatic cva / stroke. Patient was admitted at the hospital requiring prolonged hospitalization and continuing rehabilitation. The patient¿s outcome has been reported as improved. It was reported that on (B)(6) 2026 the ablation was performed and the patient was discharged. On (B)(6) 2026 at 6:50, the patient developed cerebral infarction and was admitted to the hospital. The patient was unable to raise his right hand. On arrival at the hospital, magnetic resonance imaging (MRI) was performed and, because the patient was in the hyperacute phase, there was no clearly visible infarct in the region controlling the right hand. Silent cerebral lesions (scls) were observed bilaterally. Given the ultra-acute timing, lesions might not have been visible on imaging. The diagnosis was cerebral infarction. No major vessel abnormalities were identified. On (B)(6) 2026, as of 12:00, the patient was improving, but right-hand grip strength remained weak but improved to mild impairment. Rehabilitation is ongoing. The patient is expected to be discharged soon. The physician considers the event to be related to the ablation procedure, and the physician is concerned whether there is a causal relationship with the varipulse catheter. There were no errors or mechanical malfunctions. No abnormalities were observed prior to or during use of the product. Pulsed field ablation (pfa) energy was delivered. No relevant or preexisting conditions were noted. One catheter was used for each catheter exchange. The neurological impairment event was symptomatic cerebrovascular accident (cva) / stroke. The patient¿s symptoms were not resolved, and the intervention provided was that the patient was admitted at the hospital and rehabilitation is continuing. The patient outcome from the adverse event was reported as improved. There was no evidence of char during the procedure. The patient did have a previous history of stroke. No observations such as intracardiac excessive microbubbles were observed via ultrasound and no excessive impedance errors noted during the case. Anticoagulation of xarelto was prescribed by the patient¿s family doctor. The activated clotting time (acts) during procedure were 323 seconds, 300 seconds, 298 seconds, and 327 seconds. One transseptal puncture site was performed during the procedure. The number of performed ablations were 34 ablations/90 applications with 28 ablations completed excluding incomplete ablations. 34 ablations were completed in the pulmonary veins, and none outside the pulmonary veins. The neurological impairment was confirmed with MRI. The patient¿s symptoms did not resolve. The patient¿s rhythm during ablation was sinus rhythm. The electrophysiology procedure being performed was new. No major vessel abnormalities were identified. The irrigation rate used during this procedure was 30 ml/min and 4 ml/min (pre ablation).

Manufacturer narrative:
On 18-mar-2026, additional information was received indicating that bleeding risk was a concern. Brain imaging showed no lesions in the responsible vascular territory but bilateral asymptomatic lesions were present. Anticoagulation strategy was direct oral anticoagulant (doac), rivaroxaban was used pre procedure. No anatomical abnormality. Pre procedure thrombus check was done. No cardioversion was done before ablation. The patient¿s heart rhythm at the start of the procedure and during ablation was sinus rhythm. There were 5 catheter replacements. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-apr-2026, a correction was processed under the product investigation. Please see new investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31743971l and no internal actions related to the complaint were found during the review. It was confirmed that a total of 34 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that procedural activated clotting time (act) during procedure was of 323 seconds, 300 seconds, 298 seconds, 327 seconds. Per IFU, it shall be confirmed an act = 350 seconds prior to ablation with the catheter and check every 15-30 minutes while the catheter is in the left atrium. Failure to maintain appropriate anticoagulation levels may increase the risk for thromboembolic events. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).